Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. D4: batch #724c65. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two gcfrgw reloads (b and c) present. Both reloads were received unfired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the returned reloads and achieved its complete firing. The staple line and cut line were complete and the staples meet the staple release criteria. However, during the functional, test, it was noted that the firing speed was slower than normal. After further inspection, it was observed that the pcb board was damaged, which caused the firing speed to be slow. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9ed88, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 724c65, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device would not fire without motor sound on the 1th firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Besides, during the surgery, two staples could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.